Manufacturer narrative:
(B)(4). Event date unknown; captured as awareness date . Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: do you have a photo of the set up to include rf sensor and other cables/equipment? If yes, please send them to (B)(6). Where is the rf sensor? How many other cables are nearby? Can the rf sensor be returned for analysis as well? Was the rf sensor tried with a different mese1?

Event description:
It was reported that during an unknown procedure when the rf sensor is connected the mese1 runs constantly. There was no patient involvement.

Manufacturer narrative:
(B)(4). Date sent: 5/9/2022 additional information was requested, and the following was obtained: do you have a photo of the set up to include rf sensor and other cables/equipment? No, everything installed properly with no other equipment near it. If yes, please send them to productcomplaint1@its.jnj.com where is the rf sensor? Properly attached setup how many other cables are nearby? No can the rf sensor be returned for analysis as well? No, since the company wont supply for capital evaluation we had to order our own. Check it with your rf sensors was the rf sensor tried with a different mese1? Yes.